Event description:
Revision surgery due to infection and the pathogen is unknown. At about 4 months post-primary the surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 july 2023: lot 2216381: (B)(4) manufactured and released on 4-nov-2022. Expiration date: 2027-10-23. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event in the period of review. Other devices involved: gmk-sphere 02.12.0024r femoral component sphere. Cemented size 4+ r (k140826), lot 2202831: (B)(4) manufactured and released on 02-may-2022. Expiration date: 2027-04-13. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event in the period of review. Gmk-sphere 02.12.0411fr tibial insert fixed sphere. Flex size 4/11 mm r (k140826), lot 2100100: (B)(4) manufactured and released on 06-apr-2021. Expiration date: 2026-03-15. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event in the period of review.